Manufacturer narrative:
The root cause of the access site bleeding issue was not determined since product was not returned and limited clinical details were provided. The root causes of hemolysis could not be determined as insufficient clinical details were provided.

Event description:
The complainant reported that a patient experienced recurring hemolysis during impella cp support. Although the hemolysis seemed to initially clear up on its own, it eventually returned and the patient was placed on va ECMO for additional support. Plans were made to explant the cp, for solitary ECMO support, however the patient decompensated and required the pump and an lv vent. As a result, the patient was escalated to an impella 5.5 pump for ongoing support. Following explant, the patient experienced persistent bleeding from the cutdown site prompting utilization of a jp drain. Support continued with the subsequently implanted impella 5.5 pump.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿